Manufacturer narrative:
Investigation summary: bd received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hemolysis, clotting, erroneous results could potentially occur with the samples seen in the photo. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to hemolysis, clotting, erroneous results was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for hemolysis, clotting, erroneous results with the incident lot potentially could occur with the samples seen in the photo. Evaluation/testing of the retain samples was also conducted and hemolysis, clotting, erroneous results was not observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tube had issues with clotting, hemolysis, and producing erroneous potassium results after use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer k2 edta (k2e) blood collection tube had issues with clotting, hemolysis, and producing erroneous potassium results after use.